Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. No burn marks or anything in the service logs suggest the unit "blowing up". In addition to b5, while trying to fire the footswitch with the wired footswitch, error code 405 popped up. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the soltive premium superpulsed laser system "blew up and cannot switch back on". Inspection and testing of the returned device found the laser console would not connect to either a wired or wireless footswitch. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Updated fields: h4, h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported issue could not be established. Olympus will continue to monitor field performance for this device.